Manufacturer narrative:
(B)(4). No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision surgery due to pain, metallosis, synovitis, and osteolysis. The femoral and acetabular components were stable, however, the surgeon felt that the head needed to be revised due to 30-35% of the of the metal acetabular component being exposed to secondary osteolysis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products show the head and taper assembled. The head shows dried liquid on the surface and there are slight scratches on the taper that are consistent with the removal of the implant. Dimensional evaluation of the returned device showed specification out of tolerance which is due to the metal-on-metal articulation wear. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.